Manufacturer narrative:
(B)(4). A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; power cord damaged with black burn marks. Therefore, this report will be based on information provided by the technical center. The unit was triaged and the complaint was confirmed. The root cause of the power cord failure can be attributed to rough handling of the unit. Power cords periodically require replacement due to age, usage and user damage. The power cord was replaced to correct the problem. Scd express compression system was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
On (B)(6) 2015 the customer initiated a service repair request regarding a bed hook issue. Upon triage on (B)(6) 2015 the service tech found the unit had a damaged power cord with exposed copper wires.